Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 09-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not opening. A field service engineer found that the auxiliary drawer 4.1 pocket e1 was failed, and several pockets were missing from the cubie map and logged into the hardware test application and released all missing cubies, identifying the cubie in pocket e5 as the source of the issue. Customer removed the medication and placed it in a different pocket and planned an onsite visit to clean and reseat the rowboards and rowboard cable. During a follow up check while onsite for another service appointment, the station functioned normally with no further issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer opened but cubie pockets does not open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.